Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/29/2025, a sales representative reported via email that during a hip labral repair procedure on (B)(6) 2025, two ar-3636h self bunching 1.8 knotless hip fibertak hip labral repair implants were used with a curved guide and a 1.9mm fluted drill bit. The anchors were inserted in standard fashion, set, and the repair stitch was passed through the labral tissue without issue. However, when converting the repair stitch with the knotless mechanism, the conversion stitch broke cleanly in half for both implants, both originating from the same lot number. When switching to a different lot, the anchors performed flawlessly. Additional information was requested on 6/16/2025.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 06/16/2025: the issue was limited to two back-to-back ar-3636h anchors from lot number 15395326. All fragments were successfully retrieved. A new ar-3636h from a different lot was utilized to complete the procedure. Due to the malfunctioning anchors, the procedure was delayed seven minutes. It remains unclear whether additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during implant insertion.